Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance an external pulse generator failed an atrial sensitivity check. The returns status of the device is unknown. There was no patient involvement.